Event description:
A cracked or shattered touchscreen on the pump was reported, rendering the touchscreen unresponsive. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, customer technical support arranged for a replacement pump and guided the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to return the faulty pump with a provided pre-paid label.